Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited noise, oversensing, and pacing inhibition that resulted in greater than 2 seconds of asystole on the right ventricular (rv) lead. The impedance measurements were within the normal range. The lead was not checked in the unipolar configuration and impedance was not tested with pocket manipulation and isometrics. The patient is pacemaker dependent and was asymptomatic. Boston scientific technical services (ts) recommended further evaluation and testing of the leads. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.